Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that pump not administering the correct amount of insulin as calculated and communicated to it by the handset paired with it and used to control the pump. No adverse event reported. A request was made for the return of the device.